Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set pulled out at night during sleeping event on (B)(6) 2026. The insertion site was left thigh. The infusion set was in use for three days. Patient reported tubing detachment at site. No further information available.